Event description:
As the nurse was applying a tourniquet to start an IV, she stretched the tourniquet to place and secure on the arm. It snapped in two causing a welt on her finger. Staff shared that they have had multiple occurrences of this same problem and found that the same IV start kit has one tourniquet but that it may originate from different countries. The one that originates in "my" is thinner, brittle and snaps apart easily. Nurses have a concern for the potential to injure a patient's fragile skin when it snaps apart.what was the original intended procedure?IV access.device #1is this a laboratory device or laboratory test?no.